Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant, the lead could not be positioned due to patient anatomy and the lead dislodged while slitting the sheath. Additionally, there were high thresholds on the lead. The lead was not used for implant. No patient complications have been reported as a result of this event.